Event description:
It was reported a thoracic plate became fractured during approximately 11 months of implantation. It was removed and no new products were placed.

Manufacturer narrative:
An investigation was completed. The results of the investigation have identified no additional actions are necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.